Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified the alarm occurred in the fault logs. However, the stm found no indication of an error which would result in gas loss by the cardiosave. The stm performed leak checks, functional checks, electrical safety and safety checks. All checks were to factory specifications. The iabp was then returned to the customer and cleared for clinical use. No part replacement, calibration or adjustments were needed.

Event description:
It was reported, during use on a patient, that the cardiosave intra-aortic balloon pump generated a "gas loss in iab circuit" alarm. No patient harm, serious injury or adverse event was reported.